Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial # (B)(4) showed no significant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the battery was replaced due to coupling, impedances and stimulation issues. Impedance measurements were "high": electrodes 3, 6, 7, 14, and 15 measured greater than 10,000 ohms. Additionally, the patient had intermittent stimulation, loss of therapeutic effect, and stimulation in the wrong location. The patient's symptoms were reported as "less than 50% therapy relief." The location of the issue was on the right side of the implant device pocket. Diagnostic testing and troubleshooting was performed and ultimately lead to surgical revision. It was reported the patient required hospitalization. The patient status was reported as alive and without injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.